Event description:
The customer reported to baxter (B)(4) regarding the dehp free sol admin set with inj site & 3 way in which the inlet separated from the chamber during patient use on. This issue occurred during an emergency situation. There were no clinical conseqences for the patient. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually inspected and the condition was confirmed as the inlet was observed to be separated from the chamber. The cause was determined to be bonding failure. A batch review was performed on the reported lot with no deviations found.